Event description:
It was reported while using bd vacutainer® sst¿, abnormal additive form was observed in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary - bd received two (2) photos for investigation. After review and analysis, no tubes within the photos were observed with additive abnormality. Additionally, 30 retained samples underwent a visual inspection for additive abnormality. None of the 30 retained samples failed due to the customer-reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: additive abnormality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, abnormal additive form was observed in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.